Event description:
Philips received a complaint on the efficia dfm100 device indicating that the machine is not booting. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the device was not booting due to the defect in the system on module (som) pca. To resolve the issue, the som pca (453564489051) was replaced and the device working with full functionality. The device remains at the customer site and no further evaluation is warranted at this time.